Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date and month of 2021 to 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective pull ring cap of an unspecified quantity of amia automated pd sets with cassette disconnected from the patient line. This issue was further described as, ¿green caps came off easily and sometimes they would just fall off¿. This occurred during an unspecified step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.